Manufacturer narrative:
(B)(4). The device was returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that during charging, the battery for aseptic transfer kit, part number 89-8510-440-20, serial number and lot number unknown, exploded after 75 minutes of charge on the compact battery charger, part number 89-8510-421-00 serial number (B)(4). Fluid leaked out from the battery. No surgery was involved. There was no harm or impact to the people and environment in the room reported. There was no damage on the compact battery charger either. After several minutes the battery was removed.

Event description:
It was reported that during charging, the battery for aseptic transfer kit, part number: 89-8510-440-20, serial number: (B)(6), exploded after 75 minutes of charge on the compact battery charger, part number: 89-8510-421-00, serial number: (B)(6). Fluid leaked out from the battery. No surgery was involved. There was no harm or impact to the people and environment in the room reported. There was no damage on the compact battery charger either. After several minutes the battery was removed.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Battery for aseptic transfer kit part number: 89-8510-440-20, serial number: (B)(6) was returned with compact battery charger part number: 89-8510-421-00, serial number: (B)(6) for complaint investigation. Upon receipt, it was confirmed that the printed circuit board and the cells were burnt. The battery was melted. The electronic components could not be tested. However,the two most probable causes for the malfunction of the packs (including the electronic board and cell) are: an unintended failure of one of the electronic component in the charging path. A short circuit due to unintended shorted electrical connection. It was confirmed that the battery for aseptic transfer kit was the root cause of the overheat. The device was not technically repairable. Device will be recycled in zimmer geneva premises as per customer instruction. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported.